Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow and preimplantation testing. It did not meet the requirements for leak testing due to a small tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the physician found a pinhole in the strata ii valve while performing a saline flush preoperatively. According to the report, the physician used another valve to complete the surgery and there was no injury to the patient. It was also reported that the patient's current status is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).